Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was implanted after the use before date. It was also noted by the physician that during a device check, the crt-p "did not see the left ventricular (lv) lead" and reprogramming the pacing mode from vvt to vvi was unable to be performed. The physician then switched on the "emergency button", or voo pacing, and reduced the amplitude, pulse width and switched on pacing. The crt-p remains in use and will be explanted. No patient complications have been reported as a result of this event.